Manufacturer narrative:
A specific root cause could not be identified. In this case it is not possible to distinguish between ise flow, sample material, or human factor issues.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that there have been ongoing ise issues since (B)(6) 2017 where the ise quality control was lower than expected. The customer replaced the reference electrode on (B)(6) 2017. The customer replaced the ise electrodes, reagents, and pinch valve tubing on (B)(6) 2017. The issue worsened and they questioned low results for about 160 patient samples tested for ise indirect na for gen.2 (sodium) on the cobas 8000 ise module. The customer stated the sodium was the main ise that quality control was out of range but potassium and chloride have also been out of range. The customer stated that there were 16 pages of corrected reports for sodium and only sodium was repeated. The customer provided an example of erroneous sodium results for one patient. The initial sodium result was 134 mmol/l with a repeat result of 141 mmol/l. The repeat testing was performed on a different line of the cobas 8000 ise module. The erroneous results were reported outside the laboratory however there was no adverse event. The sodium electrode lot number was a47. The expiration date was requested but not provided. The field service engineer cleaned the ise vessel, replaced the potassium electrode, exchanged a sodium electrode from another ise module, replaced the sample probe, and checked the syringes and tubing. A precision check was performed and the customer verified the quality control results were within specifications. As of 05-sep-2017 the customer has not had additional ise issues.